Event description:
Repair request initiated and escalated to complaint for device with a report of a cut foot. No patient impact was reported. No additional information was available on follow-up.

Manufacturer narrative:
Comments: device not returned for eval. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."